Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010: patient was diagnosed with incisional hernia at the superior pole of previous laparotomy scar thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the fatty herniation of linea alba was resected. A large ventralex patch was then placed in the peritoneal cavity of the abdomen and anchored with sutures.¿ (B)(6) 2017: patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿dissected the hernia sac to the level of fascia. The superior aspect was in the old mesh. Bowel was adherent to it and dissected bowel free. A synthetic mesh was then placed into the defect.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, bladder infections, diarrhea and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 3 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. Note, the manufacturing date (15-apr-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.